Event description:
Per the audiologist, in 2007 the pt reported swelling and drainage from the incision site of her cochlear implant. Oral antibiotics, IV antibiotics and aggressive wound care did not alleviate the problem. Approximately 6 months later, the pt underwent surgery to open and clean the wound. The surgeon noted that the tissue around the wound looked "boggy like edematous mucosa". The surgeon revised and irrigated the wound. The pt is being monitored and is reportedly doing well.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.